Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "implant moved".

Event description:
Healthcare professional reported "implant moved". This record is for the right side. The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.3.

Event description:
Healthcare professional reported "implant moved". Later confirmed the device was out of the original pocket -migration. This record is for the right side. The device was explanted.